Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nanocross elite balloon and an evercross balloon were used during treatment of a calcified lesion with chronic total occlusion in the mid right region of the event superficial femoral artery. The artery was 4-7mm in diameter with severe calcification and no tortuosity. The nanocross was prepped as per the IFU with no issues identified. A 6fr non medtronic sheath and a spider guidewire were used. Embolic protection was used. The balloon was inflated using a non medtronic inflation device. No damage was noted to the packaging and no issues were noted when removing the device from the hoop/tray.  It was reported during inflation a pin hole leak occurred at 10 atm. The device had passed through a previously deployed stent. No resistance was encountered during advancement. A new pta was opened to proceed. A 6fr non medtronic sheath and spider guidewire were used with the evercross device. A 4mm embolic protection device was also used. The device was prepped as per the IFU with no issues identified. The device passed through a previously deployed stent and resistance was encountered during advancement. The evercross catheter kinked on the shaft during advancement. Both devices retrieved from the patient safely. No patient injury was reported.

Manufacturer narrative:
Additional information: 50 contrast 50 saline inflation fluid was used. One inflation was successful applied, after removing the nanocross a pinhole was noticed. The balloon did not fragment and the catheter was safely removed from the patient. A angiogram was taken post pta inflation and no damage to the vessel was identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.